Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the sensor bent on the insulin pump. Customer's blood glucose was unknown mg/dl. The customer stated that apparently electrode is missing. The customer was advised that we would send replacement.